Event description:
The customer questioned results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the na and cl results were discrepant. The initial na result was 125 mmol/l. The repeat result was 137 mmol/l. The initial cl result was 108.4 mmol/l. The repeat result was 98.3 mmol/l. The erroneous results were not reported outside of the laboratory. No adverse event occurred. The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and identified a dripping rinse nozzle. The fse flushed the check valve and tubing on the rinse mechanism. Alignments were also checked. A precision check was run with acceptable results. The customer ran qc and the results were within range. An abnormal probe sucking message was observed on the alarm trace from the day of the event. The calibration data provided was acceptable. Qc data was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not had any issues since the service visit.